Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt0432 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0432) have been reported from the same facility.

Event description:
It was reported that the nurse used a powerglide catheter and stated that the guidewire was stiffer than normal and perforated and "kicked" the catheter. No patient hard was reported. This report addresses the third of four devices used.